Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb) and atrial fibrillation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The implanter crossed the aortic valve with a straight wire, and the patient went into a heart block. During the procedure, the valve was able to be implanted at a depth of 6mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc), and a temporary pacemaker was placed to stabilize the rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-procedure, the patient will be receiving a permanent pacemaker to resolve the event. The implanter classified this event as being related to the patient¿s past medical history. The patient was reported to be discharged.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.